Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. An additional observation not reported was that the instrument pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in the clevis. There was also a mechanical indentation burr at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the pulley damage was likely due to mishandling / misuse. There were also various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; cable breaks and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after reprocessing a prograsp forceps instrument, a wire was broken. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.